Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon attempted to seat insert on to tibial tray but it wouldn't sit correctly. No visible damage to the insert.

Manufacturer narrative:
The complaint states surgeon attempted to seat insert on to tibial tray but it wouldn't sit correctly. No visible damage to the insert. A complaint database search and review of manufacturing records did not identify any anomalies. The device was reviewed by the manufacturing site in (B)(4) which states visual review was conducted on the returned sample. There's no abnormal cosmetic on the part. After cmm inspection on the returned parts, the result meets specification (refer to the attachment cmm report). And the part also passed 100% cosmetic and cmm inspection during production. No other product from this lot was available to pull and assess without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.